Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on april 20, 2020 and it was identified that the shaft was kinked approximately 113 cm from the distal tip. The returned condition was assessed as not MDR reportable. The device integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. After further review on may 4, 2020, it was noted that there was off-label use as half normal saline is against the instructions for use and it had been initially reported that the thermocool smart touch sf flow settings were with half normal saline. The device investigation summary was completed on may 5, 2020. It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf uni-directional navigation catheters. It was reported that the physician believed there was an incorrect force reading when moving the catheter with lot #30240474m anywhere in the left atrium. The physician then continued to ablate for some time afterwards. The physician then felt a steam pop and continued to ablate. The carto 3 system then displayed a high force message and the force reading was fluctuating up to the high 40s. The catheter was re-zeroed multiple times, without resolution. The catheter was replaced with lot #30240473m and the force issue was resolved but the steam pops re-occurred. The procedure was continued. In addition, it was also reported that after the atrial fibrillation procedure had been completed, a pericardial effusion was noticed. The pericardial effusion was discovered on intracardiac echocardiography (ice). The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The patient¿s condition has improved. It is unknown if the patient required extended hospitalization. The device was visually inspected, and it was found that the shaft was kinked approximately 113 cm from the distal tip. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the bent shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the shipment; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
After further review, the device investigation summary was updated on june 12, 2020. Below is the updated device investigation summary: it was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf uni-directional navigation catheters. It was reported that the physician believed there was an incorrect force reading when moving the catheter with lot #30240474m anywhere in the left atrium. The physician then continued to ablate for some time afterwards. The physician then felt a steam pop and continued to ablate. The carto 3 system then displayed a high force message and the force reading was fluctuating up to the high 40s. The catheter was re-zeroed multiple times, without resolution. The catheter was replaced with lot #30240473m and the force issue was resolved but the steam pops re-occurred. The procedure was continued. In addition, it was also reported that after the atrial fibrillation procedure had been completed, a pericardial effusion was noticed. The pericardial effusion was discovered on intracardiac echocardiography (ice). The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The patient¿s condition has improved. It is unknown if the patient required extended hospitalization. The device was visually inspected, and it was found shaft was kinked approximately 113 cm from distal tip. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the bent shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the shipment, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with two thermocool® smart touch® sf uni-directional navigation catheters and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the physician believed there was an incorrect force reading when moving the catheter with lot #30240474m) anywhere in the left atrium. The physician then continued to ablate for some time afterwards. The physician then felt a steam pop and continued to ablate. The carto 3 system then displayed a high force message and the force reading was fluctuating up to the high 40s. The catheter was re-zeroed multiple times, without resolution. The catheter was replaced with lot #30240473m and the force issue was resolved but the steam pops re-occurred. The caller reported that the carto 3 system is operating per specifications and is not responsible for the product issue. The catheter has been determined to be the root cause of the complaint reported. The procedure was continued. In addition, it was also reported that after the atrial fibrillation procedure had been completed, a pericardial effusion was noticed. The pericardial effusion was discovered on intracardiac echocardiography (ice). The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The patient¿s condition has improved. It is unknown if the patient required extended hospitalization. The physician did not clarify their causality opinion. All that was stated was that he had multiple steam pops. Both catheters had steam pops. The physician believed that the force was incorrect with the first catheter. The transseptal was performed with the baylis needle. The irrigation settings were normal, thermocool smart touch sf flow settings with half normal saline. The physician ablates at 27 watts. There were no error messages, except for the thermocool smart touch sf catheter requesting to re-zero. All force visualization features were used. The visitag module stability settings were 3mm for 5 seconds, tag size 3 with no additional filters. Tag color set per time. Since cardiac tamponade may be life threatening, it is MDR reportable. The high force reading was assessed as not reportable. The high force issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. Since the effusion was discovered at the end of the procedure, there were multiple steam pops with both catheters and the effusion required intervention, the event will be conservatively assessed as reportable under both catheters.